Event description:
It was reported that a patient underwent an atrial flutter right procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a constant spi error was being displayed and char was found on the device. During the procedure, spi error was being displayed on the carto 3 system on a certain area of the heart. The catheter was re-zeroed with no resolution. The procedure was completed by exchanging the catheter. There was no patient consequence. When the catheter was removed, char was noticed. The size of the char is unknown. Ablation delivered at the same site varied. Setting of the generator was under power control mode. It was determined for this complaint to be reportable due to the char found on the catheter as it could be a potential risk for the patient.

Manufacturer narrative:
B) manufacturer's reference # (B)(4) it was reported that a patient underwent an atrial flutter right procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a constant spi error was being displayed and char was found on the device. During the procedure, spi error was being displayed on the carto 3 system on a certain area of the heart. The catheter was re-zeroed with no resolution. The procedure was completed by exchanging the catheter. There was no patient consequence. When the catheter was removed, char was noticed. The size of the char is unknown. Ablation delivered at the same site varied. Setting of the generator was under power control mode. It was determined for this complaint to be reportable due to the char found on the catheter as it could be a potential risk for the patient. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Char was not observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was then evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not be confirmed. The root cause of char remains unknown. Management is notified of failure analysis through the monthly trending meeting. No significant trends have been identified at this time for this device; therefore no CAPA is requested at this time.

Manufacturer narrative:
The bwi failure analysis lab received on october 20, 2014 the device for evaluation. The analysis has begun but is not completed at this time. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As the lot # 17041692m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).